Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection identified a buckling upstream occlusion (uso) seal. There was no applicable history in the event log. Functional testing did not duplicate the reported downstream occlusion error. The uso seal was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the pump had downstream occlusion error during testing. There was no patient involvement. Evaluation of the returned device found a buckling upstream occlusion seal.